Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the analyzer had pacing issues during an implant and noted that they were unable to perform the threshold test. It was noted that the patient connector pin sockets were damaged. The analyzer passed incoming functional testing. The analyzer was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the analyzer had issues to pace during an implant and noted that they were unable to perform the threshold test. The analyzer and programmer were unable to connect properly to the lead and there was lot of noise on the ECG (electrocardiogram). Troubleshooting steps were taken, including changing the ECG cable; however, the issue persisted. No patient complications have been reported as a result of this event.